Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips that the device has a defibrillator issue and needs bench repair. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
The customer reported to philips that the device has a defibrillator issue and needs bench repair. The patient was involved but there was no adverse patient impact.